Event description:
It was reported the flex video scope exhibited scope body tissue adhesive. There were no reports of patient involvement.

Manufacturer narrative:
E1 to be continued: (B)(6). The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.